Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 a loss of connection between the transmitter and smart device occurred. Data was returned for transmitter serial number (B)(4) and evaluated. No additional event or patient information is available. The reported event of a loss of connection was confirmed via data. A probable cause could not be determined.